Event description:
During outpatient surgery to correct urinary stress incontinence, the physician removed the sheath over the tape of the tvt device and a portion of the sheath was retained. The physician was able to remove the retained portion of the sheath through the hysteroscope.